Event description:
Information was received from a patient, a healthcare provider (hcp), and a manufacturer representative (rep) regarding a patient receiving morphine (2000mcg/ml at 512.7mcg/day) and bupivacaine (20000mcg/ml at 5127mcg/day) via an implantable pump for non-malignant pain. It was reported that the rep stated the patient had flu-like symptoms, but they weren't sure what the symptoms were. The patient was noted to be elderly and unable to hear very well. The rep reported that the pump had been stalled since february 11th, and there was no motor stall recovery. The patient denied having an MRI (magnetic resonance imaging). The cause of the pump's motor stall was unknown. The patient had an increase in pain. The hcp decided to replace the pump on march 4th. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.